Manufacturer narrative:
The ventilator failure described by the user could be reconstructed by means of the logfile analysis. No indications for a device malfunction were found. The autonomous safety shutdown of the ventilator was triggered by a significantly increased airway pressure peak, possibly due to the patient breathing or coughing against the ventilator. During the case in question, pressure control ventilation was used; in general, it is recommended to switch on the synchronization for spontaneously breathing patients (e.g. Pressure mode with activated trigger) or use synchronized ventilation mode (e.g. Pressure support). The device behaved as specified with an autonomous shutdown while changing mode to man/spont (safety mode) accompanied by an audible and visible "ventilator fail" alarm. In advance, the user was informed about the fresh gas deficiency and pressure situation (alarms fg low or leak/apnea/aw. Pressure high). The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator failed during use. It was reported that the patient breathed spontaneously during the case in question. There was no patient injury reported.